Event description:
It was reported that during a lap sigmodectomy procedure, on both shears the right max buttons only worked intermittently. After the case, the rep checked the instruments and found the following: the buttons worked but when the blade was turned, the instrument stopped working in certain positions. Not noted how case completed. No pt consequence.